Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 145 millimeters from the terminal end. Visual inspection of the lead noted cuts and melt marks in the insulation. Outer conductor fracture was induced damage caused by electrocautery during explant.

Event description:
It was reported that during a left ventricular (lv) lead revision, the physician noticed that this right ventricular (rv) lead had insulation damage. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a left ventricular (lv) lead revision, the physician noticed that this right ventricular (rv) lead had insulation damage. This lead was explanted and replaced. No additional adverse patient effects were reported.